Manufacturer narrative:
The rebar-18 microcatheter was returned for analysis and decontaminated. The useable length of the rebar-18 micro catheter was measured and found to be within specifications. Upon visual inspection, no damages or irregularities were found with the rebar-18 micro catheter hub; however, onyx residue was found within the hub. The rebar-18 micro catheter body was found to be kinked near the distal tip and stretched and ruptured at approximately 13.0cm from the distal tip. Upon visual inspection, no damages or irregularities were found with the rebar-18 micro catheter distal tip. No onyx residue was found within the distal tip lumen. An in-house 0.018¿ mandrel was inserted into the rebar-18 micro catheter distal tip lumen and became stuck at near the distal tip. The rebar-18 micro catheter distal tip was dissected (cut). Onyx residue was found to have stopped at the location the mandrel became stuck at from the distal tip. The apollo micro catheter was found to be occluded with onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. Reference MDR 2029214-2018-00150. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information stating that the microcatheter was kinked in the middle as it was placed in the sheath and then it ruptured. Liquid embolic was seen leaking from the ruptured location of the microcatheter into an unintended location in the patient. The liquid embolic was removed from the patient using the microcatheter already in place. The liquid embolic did not occlude any vessels in the patient. The microcatheter was changed and the procedure was completed. There is no injury to the patient and the patient was reported to be in good condition. The patient was undergoing treatment of pelvic syndrome congestion. The patient¿s vasculature was normal in tortuosity and the access vessel was the femoral artery with diameter of 6mm. The devices were set up as indicated in the IFU.